Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
An optometrist reported that a patient who underwent lasik was diagnosed with stage 1 diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The topical steriod drops were increased and patient was given an oral steriod also. The dlk resolved with treatment.